Event description:
It was reported that the plan of care was to observe the patient. There were no previous epistaxis events that were considered severe adverse events (sae). There were also no previous epistaxis events that were severe enough for blood or hospitalization. No additional information was provided.

Manufacturer narrative:
Section b5, d4, h4: additional information manufacturer's investigation conclusion: a direct correlation between the reported bleeding and heartmate ii left ventricular assist system (hmii lvas), serial number (B)(6) could not be conclusively established through this evaluation. The center reported that the patient was admitted on (B)(6) 2020 due to recurrent epistaxis. Ear, nose and throat (ent) performed a lysis of the synechiae and electrocauterization to control the epistaxis. It was reported that the event was related to the device under study but not related to the pump. The event reportedly resolved without sequelae on (B)(6) 2020. No alarms were reported for this event. It should be noted that the patient experienced further bleeding on (B)(6) 2020 (reported under MFR # 2916596-2020-03777) and (B)(6) 2020 (reported under MFR # 2916596-2020-05183). The patient remains ongoing on hmii lvas, serial number (B)(6). The hmii lvas instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The IFU also outlines the recommended anticoagulation therapy and inr range. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2016. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was admitted due to recurrent epistaxis. Ent preformed a lysis of the synechiae and electrocauterization to control the epistaxis. No further information was reported.